Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was at its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept per facility policy.